Event description:
During the procedure the tip of the stryker drill bit broke off and was retained in the patient's pelvic bone. Patient had a fractured acetabulum following a dirt bike accident and was taken to the operating room for an orif (open reduction and internal fixation).